Event description:
Follow up information received identified the surgical intervention resolved the patient's issue.

Event description:
It was reported the patient underwent surgical intervention to reposition the scs ipg from gluteal to infraclaviculear for more patient comfort.